Manufacturer narrative:
Non-qualified associated products were indicated. The lens model is only qualified for use in the (a) cartridges. The root cause is most likely a failure to follow the dfu. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the haptic on the lens was defective. The lens was inserted and immediately removed with no reported patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card that an intraocular lens (iol) was defective. Additional information was requested.